Event description:
Same case as 6000093-2005-678. It was reported that 309 days after a coronary artery drug eluting stenting procedure the patient expired. Target lesion 1 was located in the mid lad with 70% stenosis and was 36mm long with a reference vessel diameter of 3.0mm. Target lesion 1 was treated with direct stenting using overlapping 3.0x16mm and 3.0x32mm taxus stents, reducing the stenosis to 0% following post dilatation. Per discharge summary, transient slow flow in the lad was treated with nitroglycerin and verapamil. Post arrive procedure, cardiac enzymes were noted to be elevated, but did not meet guideline criteria for myocardial infarction. ECG showed no acute changes, echocardiogram (date unknown) indicated normal left ventricular function with no wall motion abnormality. The patient was discharged 2 days later on aspirin and plavix therapy. 9 months later the patient presented with weakness, abdominal pain, and a congested cough, ECG showed new onset atrial fibrillation with a rapid ventricular response (130 bpm). Chest x-ray showed cardiomegaly with bilateral infiltrates, urinalysis was consistent with urinary tract infection. CT scan of the abdomen with delayed 2-hour follow-up imaging revealed bilateral pleural effusions and lower lobe consolidation, small pericardial effusion, diffuse ascites, and proximal small bowel distention with no evidence of obstruction. The patient was started on IV antibiotic therapy, a PICC was placed. New onset atrial fibrillation was treated with amiodarone hydrochloride and digoxin. Results of an echocardiogram were consistent with ascending aortic dissection, moderate aortic root dilatation and moderate aortic insufficiency. There was also right atrial hematoma suggesting some dissection into the pericardial space. Findings were confirmed by mra of the chest. The patient refused surgical options for repair. Per discharge summary, the patient's heart failure worsened and they were started on a lasix drip with some improvement noted. Because of their extremely poor prognosis, the patient requested withdrawal of treatment and referral to hospice. Six days after being admitted, the patient was discharged home to the care of their family with comfort measures in place and hospice support. The patient died at home 22 days later. An autopsy was not performed. In the opinion of the physician the cause of death was "renal failure" and the relationship of the target vessel is "unknown".